Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Suction failure resulting in the loss of negative pressure wound therapy will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that patient is receiving blockage error. Patient stated that troubleshooting was done and device was started but then still receive the blockage error. Patient confirmed that the tubing is not kinked or bent, no tears and clp is free from obstructions and that o-ring is not clogged but still it is not sucking anything. Patient stated that the device is sometimes laid flat. A dressing change was done the day before at the wound center and the patient was seen by a physician. The wound center had to actually scrape it in order to clean the wound because there was so much liquid from the dressing. No harm or injury reported.